Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with normal operating currents. Pump passed the self test. Insulin pump passed the unexpected restart error test. Pump passed off no power test. No unexpected failed battery test noted. No damage found on the lcd isolation tape noted. Insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a failed battery test alarm and the device had a blank display. Customer's blood glucose was over 400 mg/dl. Customer was able to bolus with the device. Customer's blood glucose dropped to 216 mg/dl. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.